Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The rotor control box was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The control box was returned to the manufacturer but was under analysis at the time of filing.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the collimator was drifting out of specifications for the y-axis after one spin, not allowing a 3d spin. There was no patient present when this issue was observed. This issue was noted while doing a system checkout for a different failure.

Manufacturer narrative:
Device evaluation: analysis was completed on the rotor control box that was returned. Through visual/physical examination and functional testing, the reported issue was confirmed. The rotor control box was installed in a known working system, and motion failed. The generator and communication with the mobile view station (mvs) readied. The motion control firmware was reloaded but it failed to hold. The system was unable to initialize. Analysis determined that there was an electrical failure with the returned rotor control box. If information is provided in the future, a supplemental report will be issued.